Event description:
It was reported that the patient that was experiencing dizziness and a "pumping sensation in [their] chest." The implantable pulse generator (ipg) had reached elective replacement indicator (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.